Event description:
A surgeon reported an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The surgeon also reported the pt was experiencing decreased near vision. This report is for the right eye. The left eye has previously been reported in manufacturer report number 1119421-2009-00806.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Medical records were received on 09/21/2009. (B) (4). (B) (4). (B) (4).